Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. Log101348 - not valid, c59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystourethroscopy. Concurrent conditions included chronic cervicitis, leiomyoma nos, paratubal cyst, dyspareunia, heavy periods and pelvic prolapse. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left essure coil deployed successfully with 2 coils noted at ostia. Right coil deployed successfully with 0 coils noted at ostia. Date(s) of insertion: (B)(6) 2016 (discrepancy noted as per mr). Lot number log101348 is invalid. Lot number- c59253. Production date 2014-05-26 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Fu 3 & 4processed together. On 10-aug-2020: quality safety evaluation of ptc. Fu 3 & 4processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. C59253,log101348) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystourethroscopy. Concurrent conditions included chronic cervicitis, leiomyoma nos, paratubal cyst, dyspareunia, heavy periods and pelvic prolapse. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left essure coil deployed successfully with 2 coils noted at ostia. Right coil deployed successfully with 0 coils noted at ostia. Date(s) of insertion: (B)(6) 2016 (discrepancy noted as per mr). Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Event "medical device removal" updated to "pelvic pain". Lot number, reporter, medical history added. New events added- abnormal uterine bleeding, dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.